Event description:
The customer's doctor reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 460 mg/dl. Troubleshooting could not be performed because the customer's doctor was unfamiliar with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.